Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00503. It was reported that stent dislodgement occurred. The target lesion was located in the proximal circumflex artery. Two synergy¿ drug-eluting stents were advanced to treat the lesion. However, during the procedure, the two synergy¿ stents dislodged in the left circumflex artery. Guide wire position remained intact, so the physician was able to deploy the stents in the proximal circumflex artery successfully and the procedure as completed. No patient complications were reported.